Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with intermittent undersensing of atrial fibrillation on the right atrial lead. The lead would continue to be monitored. There were no adverse consequences to the patient reported.

Event description:
Additional information noted programming changes were made to the lead which initially corrected the undersensing. The undersensing later recurred, and no further programming changes could be made to increase sensitivity. There were no adverse consequences to the patient before or after reprogramming.